Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-05905. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d6a, h4, h6, h10, h11.

Event description:
Healthcare professional reported rupture on the left side. Healthcare professional later reported capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Continued e1 additional email: (B)(6) further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
A healthcare professional reported rupture on the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.